Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the initial procedure went well and the patient was released from the hospital. Three days post-op, the patient returned to the emergency room with pain. An x-rays was performed and a bile leak was detected. The patient was taken back into the or and the bile leak was repaired. It is unknown how the leak was repaired. There was no patient consequence. The surgeon stated that the clips failed. Since that time the patient has been discharged from the hospital. The device was discarded.

Manufacturer narrative:
(B)(4). Date sent: 08/15/2012 information is unavailable; device was not returned for evaluation. The event was reviewed with an ees cross-functional team on (B)(4) 2012 consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. Event will be re-reviewed upon completion of device analysis and receipt of additional information. The following questions were requested by the team: can you describe the shape of the clips? Did the clips look completely closed? Was the leak identified on the specimen side or the patient side? How many clips were placed? Are there any images available for ees to review? How was the leak repaired? Has the patient experienced any further complications since this event? Patient's sex, age, and weight? Message from sales representative: "the surgeon is being very distant and doesn't want to talk to me. When approached, he is unable to talk me, get images or discuss the issue with the clip applier. Please know that I will continue to try to get the necessary information out of him. I will update you at that time." The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.